Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned with the sheath assembly found to have the clear imaging window tubing detached from the blue sheath tubing at the lap joint. The device cannot be properly flushed. Fluid leaks from this junction. The telescope assembly was not able to pullback or advance properly due to the detachment of the imaging window. Impedance testing finds that there was no electrical disconnect in the imaging circuit. Full image characterization cannot be performed due to the imaging window detached from the blue sheath tubing at the lap joint seam. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a shaft separation occurred. The opticross was used intended to visualize the 90% stenosed, moderately tortuous and severely calcified lesion was located at the middle of right coronary artery. The device was unable to cross the lesion due to tortuosity of the vessel and calcification. The physician removed the device without problem into guide catheter, however, it got detached at the connection part between transparent tubing and blue tubing within the guide catheter. Physician&#38112;commented that it is possible that guidewire got stuck with the guidewire exit hole of the device and resistance was encountered. The device was removed together with the guidewire without applied force despite resistance. The procedure was completed with another with same device. No patient complications were reported and the patient's condition was good.

Event description:
It was reported that a shaft separation occurred. The opticross was used intended to visualize the 90% stenosed, moderately tortuous and severely calcified lesion was located at the middle of right coronary artery. The device was unable to cross the lesion due to tortuosity of the vessel and calcification. The physician removed the device without problem into guide catheter, however, it got detached at the connection part between transparent tubing and blue tubing within the guide catheter. Physician¿s commented that it is possible that guidewire got stuck with the guidewire exit hole of the device and resistance was encountered. The device was removed together with the guidewire without applied force despite resistance. The procedure was completed with another with same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the opticross (tm) was introduced using a non bsc guide catheter and guide wire and it took additional 10 minutes to remove the coronary imaging catheter.